Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No number ramping anomaly or scroll bar anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 140 mg/dl. Customer reported that numbers are scrolling up and down with no input from the user. No significant events leading to the alarm were observed. The customer stated that she was unable to clear the alarm. Advised discontinuation of the insulin pump. Nothing further reported.